Event description:
It was reported that the hemodialysis (hd) catheter site had continued oozing and the patient's platelets drifted down. Study medication was being held for 72 hours to see if platelets would rebound. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct relationship to heartmate 3 lvas, serial number (B)(6), could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 01oct2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists cardiac arrhythmia, bleeding, renal failure, and respiratory failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced acute respiratory failure on (B)(6) 2020 that was possibly related to the implant procedure. The patient was also noted to have epistaxis on (B)(6) 2020 that did not resolve with pressure. International normalized ratio (inr) was 3.8. A small source of bleeding on the anterior inferior nasal septum on the right side of nose was noted as well as a small oozing on the left nasal septum. Nose was packed bilaterally with afrin soaked surgicel fibrillar. It was noted that the packing would dissolve on its own. No further bleeding was noted. Renal dysfunction and atrial fibrillation were also noted and were deemed not related to the device.